Event description:
It was reported that a battery communication error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A DHR review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the medfusion battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found is in very good condition. The pump event history showed a battery communication timeout in the error history log (ehl). The evaluation was performed, and the reported issues was unable to duplicate the battery communication timeout during power up process, all the reading of battery are within the required specification. The root cause of the reported issue was unable to determined. The technician replaced the battery for preventive measures. Performed power up process and all functional tests which passed.